Event description:
A hospital in (B)(6) state reported that the lower head of an iw932 cosycot infant warmer was cracked. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint iw932 warmer head assembly was not returned to fisher & paykel healthcare. Photographs of the complaint heater head were requested from the customer. However, the complaint device was discarded and the customer was unable to provide them. Therefore, our investigation is based on the information provided by the customer and our knowledge of the device. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. It must be noted that the complaint unit is over ten years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of our continuous improvement initiatives on (B)(4) 2010 we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes.